Event description:
It was reported that during an unknown procedure, the surgeon is alleging that the devices end to get caught in the 5mm ports and the clips pop off the vessels. After the case when examining the instrument it was noted that blood collects on the instrument and in the jaws. During the case the instrument was getting caught the doctor tended to pull and push it slightly bending the jaws. The jaws were not aligning correctly and so the clips are not aligning correctly on top of each other and tended to pop off. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.